Event description:
The reporter indicated the surgeon attempted to insert a 12.1mm vicm5_12.1 implantable collamer lens, -06.50 diopter. There was patient contact. The backup lens was implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Lot # expiration date: 31-may-2024. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5- "the reporter indicated that the surgeon attempted to implant a 12.1mm vicm5_12.1 implantable collamer lens of diopter -6.50 into the left eye (os) when the lens tore/broke before/during loading. Reportedly there was patient contact and the damage occurred during loading/after opening the vial. A back up lens of the same model/length was implanted intraoperatively and the problem was resolved. Reportedly the status of the eye is "damaged icl" and "noted upon implantation". The reporter indicated the device failed to perform as intended. The cause details were reported as "stuck in cartridge"." H6- health effect- impact code: 4627 should be removed. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: "the reporter indicated that the surgeon attempted to implant a 12.1mm vicm5_12.1 implantable collamer lens of diopter -6.50 into the left eye (os) when the lens tore/broke before/during loading on (B)(6) 2022. Reportedly there was patient contact and the damage occurred during loading/after opening the vial. The lens was explanted and replaced with a back up lens of the same model/length lens and the problem was resolved. Reportedly the status of the eye is "damaged icl" and "noted upon implantation". The device failed to perform as intended. The cause details were reported as "stuck in cartridge". H3: device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Claim #(B)(4).